Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized due to endocarditis, a staph infection, and valvular insufficiency. It was also noted that the patient had experienced episodes of atrial fibrillation. The patient was reportedly treated with oral and intravenous antibiotics. No additional adverse patient effects were reported. The device and leads remain in service.